Manufacturer narrative:
The surgeon opined that the possibility of misoperation of the device during or after surgery contributed to the drain crack about 6 cm from the reservoir connection.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1414497, mfg date: 06/2014, exp date: 06/2019. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection revealed a cut hole on the drain about 2mm long, located 6cm from the connection with the reservoir point. The drain could break following some mechanical damage in use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and a drain was implanted. While the patient was in the hospital room following surgery, a very small amount of bloody drainage was noted on the sheet. The drain was removed due to a crack on the drain approximately 6 cm from the reservoir connection. There was no adverse patient consequence.